Manufacturer narrative:
(B)(6). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a laparoscopic inguinal hernia procedure and barbed suture was used. The surgeon noticed that suture did not have enough barbs and the suture slipped. A second like device was used to complete the procedure with no patient consequences reported.

Manufacturer narrative:
A representative sample was returned for evaluation. During the visual inspection along the needle/suture combination, no defects or damage was observed. The barbs were present along the strand and 10 barbs were randomly measured and all barbs met with the requirements. In addition, the loops were as expected. According to the sample condition, no defects were observed.